Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete, a supplemental report will be filed.

Event description:
It was reported that incorrect temperature was displayed due to the lead wire breakage.

Manufacturer narrative:
The reported issue was confirmed. The device was returned for evaluation. Visual inspection found breakage of the thermistor wire. How and when the event occurred cannot be determined. Potential root cause for this failure mode could be due to operator error (wire assembly). The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use were found adequate and state the following: ¿[warnings] 1. Method for use (1) do not inflate the balloon in the urethra. [The urethra may be injured.] (2) do not pull the catheter hard. [The bladder/urethra may be injured.] 2. Applicable patients patients with delirium who might pull out catheter [when patient tugs at catheter unconsciously, the bladder and urethra may be damaged.]" H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that incorrect temperature was displayed due to the lead wire breakage.